Manufacturer narrative:
There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
The available information was reviewed by a post market surveillance clinician. The peritoneal dialysis (pd) nurse reported that the peritoneal dialysis patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 due to pseudomonas peritonitis. The pd nurse stated that the patient did not practice aseptic technique during peritoneal dialysis treatments and had left the catheter open and exposed too long. The pd nurse attributed this to the peritonitis stating that this was likely the cause of the infection. The pd nurse stated that there were no fluid leaks reported during treatment prior to the peritonitis. The pd nurse reported that as of (B)(6) 2017 the peritonitis was resolved.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). - the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn), reported the pd patient had previously been hospitalized from (B)(6) 2017 due to pseudomonas peritonitis. Per pdrn the patient did practice aseptic technique when completing peritoneal dialysis treatments but stated the patient had left his catheter open and exposed for too long, which likely caused the infection. Per pdrn no fluid leaks were reported during treatment or prior to the peritonitis infection. Medical records were being requested.